Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed in a patient with an appendage described as having appendage that had many distal weeds and pectinate. A watchman double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 24mm closure device was deployed 5 times, all of which had lower compression and came back when tugged. The patient blood pressure remained very steady at 150/80, and act came back 260. At this time the physician requested a trusteer sheath. The 24mm closure device was attempted again, however positioning was still proximal with tug. At this time the physician reassessed and changed to a 27mm closure device. The 27mm closure device landed in a limbus pocket. It was noted at this time that there was fluid around the appendage, but the physician thought it looked the same from when the procedure started with intracardiac echo (ice) on the left side. The patient pressure was still 150 systolic. Another contrast imaging shot was taken and the 27mm closure device was deployed two times. Both attempts were adequately compressed but the tug test pulled the device proximal. The patient pressure dropped to 120 systolic. At this point, the decision was made to recapture the closure device and abort the case. As the physician was removing the devices over to the right side, the patient pressure dropped to 80 systolic. It was then noted that the patient had a pericardial effusion from unknown source. The physician tapped the patient and reversed the heparin. Approximately 780cc of fluid was drained mainly from the right side of the heart and was re-transfused back to the patient. After about 30 minutes the effusion clotted off. The physician suspected that the effusion was from a perforation during the transseptal since it stopped on its own and the patient did not need surgery, however this could not be determined for certain. The patient had a pressure of 120 systolic when leaving the room and was going to be admitted for overnight monitoring and a repeat echocardiogram.